Event description:
It was reported that this unknown pacemaker recorded an alert, and the patient underwent a revision procedure to explant and replace the device. Besides intervention, no other adverse patient effects were provided. No further information has been provided to date.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported by the user facility that this pacemaker recorded an alert, and the patient underwent a revision procedure to explant and replace the device. Besides intervention, no other adverse patient effects were provided. No further information has been provided to date. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination noted no anomalies. The device was exposed to simulated heart load conditions, and the pacing, sensing, and recording functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Therefore, laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.